Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) ¿did not run through¿ and had been attached to the patient for 24 hours. The device contained flucloxacillin, 12 grams, plus citrate buffer in 230 ml sodium chloride 0.9%. The issue was identified upon visiting the patient¿s home and detaching the device. It was stated that once removed, the device still did not empty from the line. The patient¿s PICC line (peripherally inserted central catheter) flushed easily. As a result, the patient was advised to start oral antibiotics right away. There was no patient injury or medical intervention associated with this event. No additional information is available..

Manufacturer narrative:
H10: the actual device was received for evaluation. The sample was returned to the plant containing 47 ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.